Event description:
Customer reported that the alarm sounds intermittently. No patient incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned unit found that the customer sent a different magnet than what is provided with the unit and when tested the sound was intermittent. When tested with the correct magnet for this alarm model, the unit passed all functional tests and no intermittent found is observed. Note: the instruction for use state: for safe use in cord and magnet mode. To reduce the risk of serious injury or death, always follow these steps before leaving patient unattended. Check that: alarm is "on" and in monitoring mode (monitoring indicator led is flashing green). Cord clip is securely fastened to clothing out of the patient's reach. Clip lock is engaged. Magnet cord is not tangled, and is the right length for safe monitoring. Alarm activates each time you remove magnet from face of alarm. Reattach magnet to resume monitoring. If alarm fails to activate, inspect magnet and check all connections. Do not leave a patient unattended unless the alarm activates each time the magnet is removed from the face plate. (B)(4).